Event description:
Reporting status: death. Reporting rationale: failure to cross the lesion resulted in a failure to treat the vessel injury, pt subsequently died. Device issue: failure to cross. It was reported that another company's stent was used in the mid vein graft to the lad; however, after inflation, a tear appeared. The first jostent was deployed and appeared to have sealed the leak. A second stent (another company's) was placed proximal to the first jostent; the other company's stent appeared to have created a second tear; therefore, a second jostent was advanced; however, it would not cross the lesion and was unable to be placed. The patient went into pea (pulseless electrical activity) and expired. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that based on the review of the lot history record, it can be assumed that the device was in working order and left abbott vascular instrument deutschland gmbh in rangendingen, as per specifications. It is possible that the stent graft did not cross because of, but not limited to, the following: tortuous anatomy, severely calcified vessels, presence of other device e.g. Previously implanted stents. No device malfunction can be determined due to the lack of procedure and pt info and the lack of device investigation.